Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2206407 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206407 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and atcc has one other complaint was taken on batch 2206407 for contamination and warped plates (complaint number 6377961). No retention samples from batch 2206407 were available for inspection. Eight photos were received for investigation: two photos each show the agar surface of a plate with bacterial growth. One photo shows the bottom of a plate from batch 2206407 (time stamp 2148) with growth in the plate. One photo shows an unopened sleeve with microbial growth visible in the top plate. One photo shows the agar surface of an opened plate with growth on the media. One photo shows the agar surface of an opened plate warping of the lid and edge of the dish bottom visible with hemolysis of the media near the warped area. Two photos each show the side of an opened sleeve from batch 2206407 (time stamp 2159) with four plates that have warped dish lids and hemolysis of the media. No return samples were received for investigation. The warped plates and hemolysis observed in the photos were addressed in complaint (B)(4) and do not pertain to this investigation. This complaint can be confirmed contamination. Bd has identified a contamination trend for this product. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "contamination in two blood plates, in both instances, the contaminated plate was found in the middle of an unopened sleeve which had just been pulled out of the refrigerator."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: "contamination in two blood plates, in both instances, the contaminated plate was found in the middle of an unopened sleeve which had just been pulled out of the refrigerator."